Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rippling to both breasts and constant pain, bubbling and deformation to left side." The patient "finds it difficult to sleep". Patient "suspects left side to be ruptured". Device remains implanted.